Event description:
The company was notified that the patient's device was explanted due to infection. The patient's device was explanted. Advanced bionics is currently in the process of gathering additional information.